Event description:
It was reported by the patient's family that the remote monitor was no longer receiving power. A new power cord was tried, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device will not power up using returned power supply, however the device powers up using a known good power supply, but then will not interrogate. During further functional analysis, this failure then disappeared.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.